Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - oversensing was reported. The device was explanted. No adverse patient side effects have been reported. The implant date has not been provided.